Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair cannot be verified. A non-medtronic service provider replaced the mixer alarm cable and then the ventilator worked properly.

Event description:
It was reported that a ventilator did not generate an air supply alarm when the air tubing was disconnected. There was no patient involvement.

Manufacturer narrative:
(B)(4). A non-medtronic service provider returned a mixer alarm assembly. The service engineer evaluated the alarm and verified the reported complaint. The alarm was placed in a test unit, the oxygen (o2) port was connected to an o2 source with a pressure regulator, the medical air port was not connected to an air source. When the pressure was slowly increased from 0 to 10 pounds per square inch (psi), a faint, yet audible alarm could be heard. When it was increased from 10 psi to 50 psi, no audible alarm could be heard. The mixer alarm assembly was disassembled and a visual inspection of the o-rings showed no signs of damage. The probable root cause was a failure of the check valve spring. The reported event was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.